Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for remains of the stopper inside the tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there was an issue with foreign matter. There were remains of the cap inside the tube. The following information was provided by the initial reporter, translated from spanish to english: tube with remains of the stopper inside.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there was an issue with foreign matter. There were remains of the cap inside the tube. The following information was provided by the initial reporter, translated from spanish to english: tube with remains of the stopper inside.